Event description:
The reprocessed laparoscopic harmonic handpiece did not work when connected to the harmonic unit. The display read "need to tighten". The handpiece was tightened,then the display read "replace handpiece". The replaced handpiece worked.what was the original intended procedure?laparoscopic appy.